Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that a patient whose indication for use is dystonia and movement disorders had a short circuit. Impedance measurements were taken and results indicated low impedance, stimulating electrodes were case, 0 and 1. C/1 had dropped from 397 to 310 ohms, c/0 had dropped from 524 to 516 ohms and 0/1 bipolar from 628 to 15 ohms which had been in the last 3 months. The patient was not programmed on 0/1, programmed on c/0 and c/1, bipole was not being used but individual electrodes were. The out of range electrode was being used in programming and causing therapy problems. The implant was on and the patient complained of shocking in the pocket, intermittent shocking in left chest pocket. There had been no falls or traumas that could be related to the issue. Fluctuating voltages were mentioned; a few months prior 2.7v then 2.5v and then the implantable neurostimulator (ins) was reprogrammed and had bounced back to 2.8v. It was noted that they would not be able to reprogram around the issue. The issue had begun (B)(6) 2015. The ins had been replaced in (B)(6) 2015. The cause of the short/low impedance was not determined and it was unknown if the shocking was related to the short/low impedance. An x-ray had not been performed. An exploratory surgery was tentatively scheduled for (B)(6) 2016. Further follow-up is being conducted, if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp). The implantable neurostimulator (ins) was explanted on (B)(6) 2016 due to normal battery depletion. The patient recovered from the surgery without sequela. Additional information has been requested regarding the cause, intervention and outcome of the issues reported on 2016-01-04, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The implantable neurostimulator (ins) had connector block leakage test completed due to the returned complaint of shocking. Ins passed with normal impedances. The ins battery reached normal end of life. The telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.